Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient reported he is not sure if wrong hip was put in. Three days after left hip replacement, joint slip down 6-7 cm and popped out. X-rays showed joint was slipping. Patient report he is in pain and takes nerve medication.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a subsidence involving an unknown left stryker hip was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was provided for review. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review.

Event description:
The patient reported he is not sure if wrong hip was put in. Three days after left hip replacement, joint slip down 6-7 cm and popped out. X-rays showed joint was slipping. Patient report he is in pain and takes nerve medication.